Event description:
It was reported that prior to an unknown procedure, during set up, the trocar sleeve was opened and noted to be cracked in half. The case was completed with another device of the same product code. There were no patient consequences reported as device never used on patient.

Manufacturer narrative:
(B)(4). That analysis results found that only the sleeve of the 2cb5lt device sleeve was returned and was observe to be broken. As a result of the returned condition, functional testing was unable to be performed. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.